Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of huan1703 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (huan1703) have been reported from the same facility.

Event description:
On 10/11/2016- it was reported by facility that the patient was an inpatient on pediatric unit. Crn was contacted to evaluate report of tear/leaking of broviac. Distal portion of line below both repairs, closest to larger clamping portion of broviac. Second distal repair removed and new repair placed. Tpn and lipids were infusing. No harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of broviac catheter damage was confirmed and the cause appears to be use related. The product returned for evaluation was a repair segment for a 4.2fr broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed within the intermediate tubing just distal to the clamping oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), granular fracture surface texture (typical of tearing failure modes). These features are characteristically found due to the sudden ballooning and fracture of the catheter tubing. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!" An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.